Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's uncle that the customer passed away on (B)(6) 2012. Cause of death has not been confirmed and is still pending at time of reporting. Customer's legal representation stated that they had passed away in an automobile accident. Customer's vehicle had been submerged in a river for three days before being it was located. Customer's legal representation stated they had attempted to retrieve information from the device, however, it had alarmed. When attempting to clear the alarm, the device's act button was unresponsive to user inputs. Advised that this may be due to the device's exposure to moisture. Informed legal representation to return device for analysis. Legal representation denied request. Customer's blood glucose level was unknown prior to automobile accident. Nothing further reported.